Event description:
It was reported by a nurse at a clinic that the programmer had a fatal error message. No patient involvement or complications were reported as a result of this event. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): analysis confirmed the event of fatal error at boot-up the keyboard was loose due to broken hinge and the keyboard slide plate was missing. (B)(4)-. The rf head had no telemetry due to a bad cable.